Event description:
The customer reported that both of the monitors were not functioning. There was no pt injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.